Manufacturer narrative:
Operator of the device is health professional, previously submitted as "other, ni". The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity and leak testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set broke and detached. This was identified during priming. There was no patient involvement. No additional information is available.